Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device and event information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective stimulation due to lead fracture. The patient denies any fall or trauma. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.